Event description:
Spouse of home patient (hp) reports patient line of homechoice set was not priming completely during prime of apc treatment. Per hp's spouse, no injury or medical intervention resulted from incident.